Manufacturer narrative:
Other text: additional event information received indicating no patient involvement and date of event was received. (Updated a1, b5, b3). H6: event problem and evaluation codes: update not required. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email from customer on (B)(6) 2022: "no patient involvement occurred. Date of event reported 29-sept-2022. We were able to resolve the issue after replacing the damaged printed circuit board (pcb) board with a new one, and the over temperature alarm was gone."

Event description:
It was reported that the issue with the unit is a water leakage. A fluid warmer from ICU came down because it was not reaching 41.7 degrees celsius. As soon as customer opened up the back cover to access the circuit board, they realized there was water trickling down the main board as can be seen in the attached image that the tubing where the water goes through is directly above the main circuit board; water trickling damaged their main board and they had to do a board replacement. Even though there is a silicon seal at the top, with the hot temperatures it causes the seal to be weak and fragile and tiny rips occur which causes water to drip down to the circuit board. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. Photo not provided by customer. Additional information was requested; however, no further information was received.

Manufacturer narrative:
UDI and device serial number/lot number, operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Though the reported product was not returned for evaluation and problem confirmation, provided picture and product sn# (B)(6) in complaint object attachment paired with customer's description of the event helped to confirm the reported problem. This type of failure is a known design issue with the trauma tower fluid warmers where the return tubing become cracked at the location of the barbed elbow fitting causing water to leak. This failure mode has been fully investigated by CAPA-000399 and corrections implemented through supplier corrective action (B)(4). An internal scar has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from its manufacture date based on customers provided serial number and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not required. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).